Event description:
The customer reported, the temp didn't rise properly during an ablation procedure for breast cancer. The dr stopped using ablation and performed a lumpectomy (segmental mastectomy) instead. The pt is in good condition. The dr declined to return the incident electrode for eval.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.